Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; lasix, diovan, lipitor, toprol-xl, roxicodone, requip, topiramate, aldactone, albuterol inhaler, levsin, fluticasone-vilanterol inhaler, zofran, spiriva inhaler, tylenol, aspirin, plavix and daily vitamins. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the device compression could not be determined with the information provided.

Event description:
On (B)(6) 2016, the patient underwent treatment of a left common iliac artery aneurysm with gore® excluder® iliac branch endoprostheses. Reportedly, all devices were implanted without issue. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure. It was reported, the patient did well post-operatively until (exact date unknown) her 75 pound dog jumped into her lap. Reportedly, after this incident the patient developed a sudden onset of hip/buttock claudication. On (B)(6) 2016, a cta was performed which showed evidence of thrombotic occlusion of the left internal iliac endoprosthesis. On (B)(6) 2016, the patient underwent an additional procedure whereby a thrombectomy was performed. The left internal iliac artery component was then re-expanded using a 12mm balloon (manufacturer unknown) and relined with a 13mm x 10mm gore® viabahn® endoprosthesis. Reportedly, patency was fully restored and the patient tolerated the procedure.